Event description:
The facility reported a colleague infusion pump with a damaged battery, which was reported to have occurred during programming/set-up. Upon reviewing the pump's event history, baxter quality engineering confirmed this as a battery depleted alarm and found this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).